Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that a component of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was damaged at 56.3 cm from the distal end of the lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure there was placement difficulty. During lead fixation the physician noted that the helix would not extend properly. The lead was explanted and replaced. No patient complications have been reported as a result of this event.